Manufacturer narrative:
E1. Initial reporter phone #: (B)(6). A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that during the use of bd vacutainer® naf 3.0mg na2edta 6.0mg plus blood collection tubes, the cap color of an unspecified number of tubes was not recognized by the abbott iom-1 module. No adverse impact was reported for either the patient or the user.

Manufacturer narrative:
Based upon further review of the available information, the MDR submitted under MFR report #: 9617032-2025-02291 does not meet the definition of a reportable complaint. Please disregard this report.

Event description:
It was reported that during the use of bd vacutainer® naf 3.0mg na2edta 6.0mg plus blood collection tubes, the cap color of an unspecified number of tubes was not recognized by the abbott iom-1 module. No adverse impact was reported for either the patient or the user.